Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic presented in operating room for normal device change-out, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was capped and replaced. No adverse consequences to the patient.